Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('excessive bleeding'). In an adult female patient who had essure (batch no. 626218), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding, pain menstrual, endometriosis, menorrhagia, menstruation abnormal, spotting menstrual, pseudotumor cerebri, wound dehiscence, panniculitis, gastroesophageal reflux disease, insomnia, irritable bowel syndrome, bipolar I disorder, anxiety, chronic pain, peptic ulcer, tonsillectomy, adenoidectomy, appendectomy, esophagogastroduodenoscopy and colonoscopy. Previously administered products, included for an unreported indication: mirena. Concurrent conditions included: morbid obesity and diabetes mellitus. Concomitant products included: norethisterone acetate (aygestin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: product removal date, updated from (B)(6) 2013. Lot number#: 626218. Lot number#: 626218, manufacturing date: 2007/11, expiration date: 2009/10. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, pain menstrual, endometriosis, menorrhagia, menstruation abnormal, spotting menstrual, pseudotumor cerebri, wound dehiscence, panniculitis, gastroesophageal reflux disease, insomnia, irritable bowel syndrome, bipolar I disorder, anxiety, chronic pain, peptic ulcer, tonsillectomy, adenoidectomy, appendectomy, esophagogastroduodenoscopy and colonoscopy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity and diabetes mellitus. Concomitant products included norethisterone acetate (aygestin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: product removal date updated from (B)(6) 2013 to (B)(6) 2013. Lot number: 626218. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical records received. Reporter information, patient medical history, lot number, concomitant drugs, reporter causality comment added. Product removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.